Manufacturer narrative:
A ge representative evaluated the system and started troubleshooting. Evaluation and repair results have not been reported.

Event description:
Customer reported, the system would not produce x-rays. No patient injury was reported.